Event description:
It was reported that a bilateral arteriotomy closure of the right and left common femoral arteries (rcfa and lcfa) was attempted using the proglide devices. The procedure was a transcatheter aortic valve implantation. Reportedly, in the rcfa, in spite of usual pressure, one of the sutures snapped and a third proglide was used with successful hemostasis. In the lcfa, when the physician withdrew the handle back to bring out the sutures, the blue suture was not attached to the handle, and a short segment of the silver ended suture was visible. The physician elected to pull the device out as he was not sure whether this would alter the ability to put the guide wire back up and consider another device, but he had already used 4 devices. Manual arterial pressure (protamine had been given) for approximately 10 minutes to achieve hemostasis. The patient moved from the cath lab table to a bed and subsequently the patient coughed on extubation and developed a hematoma in the lcfa site, which was controlled by manual pressure and a pressure bandage with no adverse sequelae. The hospital account has a trained physician as per the procedure. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional information received indicates: two proglides were deployed in the right common femoral artery using the perclose technique. This side is where the valve implantation device was introduced. One of the proglide sutures snapped when the physician was trying to close the artery at the end of the procedure, after removal of the large sheath from the rcfa, and a third proglide was deployed and hemostasis achieved upon completion of the index procedure. In the lcfa (which was the side used to facilitate the procedure) only one proglide was attempted at the end of the procedure (sheath size 5 fr), and when the physician withdrew the handle back to bring out the sutures the blue suture was not attached to the handle, and a short segment of silver ended suture was visible. Manual compression was used to achieve hemostasis.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer has not reported the device status. The lot number was not provided. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is being filed under a separate medwatch report number.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.